Event description:
The patient received her scs system, including an ipg, in 2008. It was reported the ipg will be explanted and replaced due to pain at the ipg pocket. The physician suspects the pain is related to the patient's recent weight loss. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot and serial number for the implanted ipg were not provided; therefore, the manufacturing and expiration dates could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.